Event description:
It was reported the device does not power up. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is corroded. Display, heart lead flex, and battery flex are corroded. Upper case is broken and contaminated. Lower case, one printed circuit board screw, and one board flex are contaminated. Both bail covers are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is corroded. Display, heart lead flex, and battery flex are corroded. Upper case is broken and contaminated. Lower case, one printed circuit board screw, and one board flex are contaminated. Both bail covers are broken.